Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for estradiol - e2 (estradiol iii). It is not known if erroneous results were reported outside of the laboratory. The initial estradiol iii result was >11010 pmol/l with a data flag. The sample was manually diluted 1/10 and the result was 856.7 pmol/l. It is not known if the result of 856.7 pmol/l was before or after multiplying by 10. The customer manually diluted the sample again 1/10 and the result was 972.2 pmol/l. This result multiplied by 10 was 9722 pmol/l. The sample was diluted again 1/5 and the result was 2311 pmol/l. This result multiplied by 5 was 11555 pmol/l. The customer is questioning the difference between the dilution values and wonders if he should be performing the 1/5 dilution. No adverse event occurred. The modular e 170 serial number was (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. Based on the results from the investigation, the customer's differences between dilution results could not be confirmed. The dilution results received during the investigation are plausible. A specific root cause could not be identified. A general reagent issue can be excluded. Further clarification of the issue is not possible with the available information.